Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 2.5x38 mm resolute onyx rx coronary drug eluting stent to treat a lesion. It is indicated that the stent failed to cross the lesion. It was reported that the stent was pushed off the delivery balloon by the guide liner when it was retracted back in to the guide catheter. The stent was recovered with a gooseneck snare from the aorta, distal to the renal arteries. Patient is reported as alive with no further injuries.

Manufacturer narrative:
The lesion was very calcified. No difficulties were noted when removing the protective sheath. The device was inspected prior to use with no issues noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device, due to calcification. Multiple attempts were made to cross the lesion. It was reported that the multiple attempts to cross the lesion caused the stent to detach while being retracted. If information is provided in the future, a supplemental report will be issued.